Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the mostly likely cause of the connection difficulties was volume. They stated that they were given instructions on how to change the volume and the issue was resolved. When asked about the ins being deeper than preferred they stated that the cause was determined and that it was likely that they did not know of volume control. They changed the volume on the monitor and the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that probably a month or two ago they started having difficulty charging their implantable neurostimulator (ins). The patient stated that it was very hard for them to get a connection between the recharger and the ins, and sometimes they had to reposition the recharger 8 times before they could get it to connect to the ins and charge it. The patient noted that once the recharger finally starts charging the ins, it will lose the connection 2 minutes later even though they didn't move. The patient also noticed that sometimes the power button of the recharger will turn orange or red after the recharger fails to make a connection with the ins. Agent reviewed that this could be due to the recharger timing out after failing to make a connection with the ins. The patient mentioned that they have had previous rechargers replaced due to the same issue. The patient also mentioned that the ins was implanted deeper than they'd like, which made it difficult to palpate. Agent advised the patient to follow up with their managing hcp to have the ins checked, but the patient said they hadn't seen their hcp in 5 years. Further troubleshooting could not be performed because the patient was at work and did not have the recharger with them. Agent reviewed best recharging practices and the patient con firmed they used the belt to help keep the recharger in position over the ins. The patient revealed that they had been positioning the two "probes" on the blue side of the recharger over their ins rather than the white circles on the blue side of the recharger or belt. Agent advised the patient to ensure they position the white circles over the ins going forward, and to call back if they continue to experience coupling issues.